Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and deformation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is no issues found related with the manufacturing. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported right side "swelling and lumpiness due to inflammation", "grade iii-IV baker capsules", "abnormal looking multi-loculated dark cystic masses in the subareolar tissue". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV".

Event description:
Healthcare professional reported right side "swelling and lumpiness due to inflammation", "grade iii-IV baker capsules", "abnormal looking multi-loculated dark cystic masses in the subareolar tissue". Device has been explanted.